Event description:
Urine cup given to patient for a urine sample. The patient took the cup to the bathroom and put right thumb through the sticker to the needle where it says "do not remove sticker." The patient was pricked with a needle.